Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: "lot number? No further information is available. Was there any adverse patient outcome? No. Device return status? We regularly contact with sales rep about the device returning. No further information will be provided." Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a ob-gyn procedure on (B)(6) 2022 and barbed suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/19/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received two empty labeled winding former and one needle suture combination that pertains to the product code sxpp1a401. During the visual assessment of the needle suture, it was noted that the swage and attachment area was as expected. Marks on the body needle that appears to be caused by a surgical instrument could be observed. The suture was examined, body fluids at some barbs were found and the sides of the fixation tab were broken. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. The manufacturing records couldn't be reviewed as the batch/lot number is unknown. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a stratafix suture code sxpp1a401 was observed and appears to be with the fixation tab damaged. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The following additional information was requested: our failure analysis lab received the additional products with reference to this complaint, the following product was received: product code: sxpp1b113. Product lot #: unknown. Could you please clarify if additional device belongs to this complaint? If yes, did a device malfunction for sxpp1b113 occur during the same procedure as sxpp1a401? If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. If the device was not reported before, please provide more details of device malfunction. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(4) with the ups, dhl or fedex tracker number.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/10/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following additional information was received: product code : sxpp1b113 => sxpp1a401 trade name -irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - = 2360 g /m product complaint # (B)(4). Date sent to the FDA: 11/10/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/11/2023 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: our failure analysis lab received the additional products with reference to this complaint, the following product was received: - product code: sxpp1b113 - product lot #: unknown 1. Could you please clarify if additional device belongs to this complaint? =>only the tray was returned with the sxpp1a401. It was unknown if an issue occurred in the sxpp1b113.